Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that at some point the abutment screw became loose. No additional details provided.

Manufacturer narrative:
After additional information was received on sept 13, 2022, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806 - 2022 - 01387 submitted on sept 13 2022 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Customer clarified that the screw was reused after a previous loosening which is considered off-label use.